Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: four photos appearing to display the same 10ml syringes inside and outside of opened blister packs from batch 0113974 (p/n(B)(4)) were received and evaluated. It was observed, both syringes had a portion of the stopper wedged between the plunger rod and bottom of the barrel, which was rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll s/c 200 had a defective stopper. The following information was provided by the initial reporter: "date received for intake: (B)(6) 2020. Material no: 302995, batch no: 0113974. It was reported that the plastic stopper is melted. Event description states: found multiple syringes with defects. Seems like the internal plastic stopper melted at some point and hardened with improper shape. Questions: what is the date of event? How many items were involved? Do you have samples available that can be sent for evaluation?"